Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt)'s ins is not working right and further clarified pt is not getting 50% reduction in symptoms. Caller provided event date initially as "a couple months" ago, but then reported pt's ins has "never really worked right" for pt since starting about a month after doi. Callers reported "the last week or whatever" when pt wakes up at night they "can't hold it". Callers stated pt "talked to someone about three weeks ago" and stated they "up'd it" from 1.5v to 2.8v and stated that helped for a little over a week, then it quit working. Walked caller with pt through how to connect with pt's ins and how to increase stimulation. Reviewed therapy overview. Caller confirmed pt's therapy is on at 2.8v, program 7. Caller increased pt's stimulation to 4.0v but reported pt was not feeling any stimulation. Caller confirmed pt has not has any recent trauma to the implant site or falls. Reviewed role of ps and redirected pt to hcp to discuss symptoms. Pt stated they want to leave therapy at this setting and will monitor symptoms now that change was made. Pt stated if their ins is not going to work better they want to have it removed due to not being able to have an MRI. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.